Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the rigid video laparoscope exhibited loss of visualization with gray and black lines. There were no reports of patient harm.